Event description:
The hcp reported the pt was diagnosed with an inflammatory mass. The pt was taken to surgery and the catheter was revised. A follow up report will be sent when additional information is received.